Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sep2019. Gas delivery system (gds) assembly was returned to failure investigator (fi) lab for evaluation. Root cause failure determined to be fault in u1 of airflow subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit failed oxygen flow test at ten liters per minute. The customer reported there was no patient involvement.